Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) system had an infection. The entire system was explanted. No adverse patient effects have been reported.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.